Event description:
"Doesn't always stop motor. Footswitch binds" was stated on the repair order. On follow-up, it was reported that this occurred during surgery and the foot control was changed out with no unusual delay in surgery and no patient injury.